Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 2.5x8mm trek rx balloon dilatation catheter (bdc) the support stylet was difficult to remove. There was no patient involvement and no clinically significant delay in the procedure. The bdc was replaced with an unspecified device to successfully complete procedure. No additional information was provided.